Event description:
During orthopedic surgery, the tip of the 8.5 reamer broke off in the proximal femur. With use of c-arm, surgeon was able to visualize fragments of the reamer left in the femur. They were unable to be removed. Reason for use: fractured femur. The product is not compounded. The product is not over-the-counter.